Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The customer has ordered a disposable endoscopes on its own - didn't receive an introduction and connected it to the 8403zx c-mac monitor for cmos endoscopes. The IFU of the disposable endoscope gives in chapter 7 "compatibility" a clear statement that the 8403zx c-mac monitor for cmos endoscopes must be on software version 704v302 to be used with this disposable endoscope. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was event with a single use video endoscope, the monitor didn't work. This event prolonged the surgery. It has to be changed to fiber-optic intubation. Patient harm is not known at date of this report. Additional patient information is not available.